Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The user reported a pairing failure when attempting to connect a freestyle libre 3 plus continuous glucose sensor to the ilet system, resulting in a lack of glucose readings for approximately three hours. Troubleshooting could not be completed at the time of initial contact. Follow-up confirmed that the sensor was later successfully reconnected, and glucose data resumed. The highest reported glucose value during the event was 371 mg/dl. The issue was resolved. No clinical signs, symptoms, or conditions were reported, and there were no health consequences or impact. The investigation included communication with the user and analysis of the information provided. The investigation identified an interoperability issue characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. Based on previously established findings for similar events, the issue was attributed to a component failure.